Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Section d catalog#, product long description, and gtin# - corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, there was an adverse consequences to the patient 2 years post procedure. Suspect stroke event - possibly a new small infarct area in the left hemisphere seen in mra done (B)(6) 2023. No clinical symptoms. The adverse event occurred 2 years post-procedure - no medical intervention required. Ae was recovered/resolved with no treatment. An assignable cause of anticipated procedural complication will be assigned to the reported event 'patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that almost two years after the procedure the patient had possibly a new small infarct area in the left hemisphere seen in mra (magnetic resonance angiography). According to site this adverse event had a possible relationship with the procedure and the subject stent, unlikely relationship with dapt (dual anti-platelet therapy) and unlikely relationship to an underlying condition or disease. The adverse event was resolved on the same day without any treatment. There were no clinical symptoms. No additional information available.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that almost two years after the procedure the patient had possibly a new small infarct area in the left hemisphere seen in mra (magnetic resonance angiography). According to site this adverse event had a possible relationship with the procedure and the subject stent, unlikely relationship with dapt (dual anti-platelet therapy) and unlikely relationship to an underlying condition or disease. The adverse event was resolved on the same day without any treatment. There were no clinical symptoms. No additional information available.